Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient was feeling painful stimulation. Patient stated she had been doing cool-sculpting and went in for her last session today and during the procedure she felt it through the product. Patient stated she had them stop and she went home to turn off the stimulator. Patient stated she was getting poor communication screen on her programmer. During the call the patient confirmed she was able to successfully sync and make desired adjustments. Patient initially stated she couldn't feel stimulation but later stated she could feel stimulation. Patient stated she doesn't want to have the stimulation too high because she wants the ins to last as long as possible and changed from p3 at 1.1 v to p4 at 1.2 volts, to p2 at 2.4 v. Patient mentioned the hcp gave her the estimation for the ins to last until 2019-2011. Patient stated she encountered programmer low battery previously and confirmed replacing the programmer batteries resolved the issue. Patient stated she doesn't know what her programming she started with was, and wishes she kept track of that information. Patient stated she was in a lot of pain, so she started "playing with it" (making adjustments with the programmer about 3 weeks ago). The patient asked for compatibility guidelines for the cool-sculpting, MRI and CT scan and was advised to have their doctor call and the information was reviewed. The instruction for use of the programmer was also reviewed. No further complications were reported or are anticipated.